Manufacturer narrative:
This correction is to include concomitant medical products. This correction is to correct previous manufacturing date.

Event description:
It was reported that prior to device change out for normal eri an episode of rv oversensing was noted. The lead appeared fine under fluoroscopy imaging. The device change out proceeded as planned and it was decided not no replace the lead. The patient condition was stable.